Event description:
It was reported the videoscope channel has not been being brushed during reprocessing because the brush did not fit down the channel. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated fields: b5, d4, g1, h2, h4, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection. However, the reported failure was confirmed. The event can be detected/prevented by following the instructions for use which state: per the instruction manual: under precautions is states: "after using this endoscope, reprocess and store it according to the instructions given in the endoscope¿s companion ¿reprocessing manual¿ with your endoscope model listed on the cover. Using improperly or incompletely reprocessed or stored instruments may cause patient cross-contamination and/or infection." In-service was held for customer to address leak testing and cleaning information contained in the olympus instruction manual. The customer was also provided with the part number for the proper brushes, along with other helpful information from the instructions for use (IFU). Based on the results of the investigation, the issue occurred due to failure to follow instructions. Olympus will continue to monitor field performance for this device.

Event description:
Customer informed that they have not been brushing the channel of their uretero-reno videoscope because the brush does not fit down the channel.